Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the united states stating that "there was no video image" involving pentax video colonoscope model ec-3890li, serial number (B)(4). The user replied to a customer service request for additional information on 19-aug-2021 and stated that the event was reported to occur in the operating room, during use. No accessories were used during the procedure. There was no report of death, serious injury or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on 25-aug-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician noted the image distorted and also documented the following inspection findings including the equipment serviced by non-pentax facility: passed dry leak test, passed wet leak test, distal body scratched, bending rubber glue non-pentax technique, core missing, air/ water nozzle glue worn. Although the user narrative of no video image was not confirmed, additional repairs are being performed for the distorted image observed including parts that could have contributed to the user experience. The device underwent repairs including the following components: o-rings and seals, bending rubber, core (1), core (2), pcb for ccd drive pb-free, electrical connector assy. Model ec-3890li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service, but the equipment has also been serviced by non-pentax facility. On 08-sep-2021, a device history record(DHR) review for model ec-3890li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in (B)(4) facility on 03-jun-2009 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 04-jun-2009. The endoscope is awaiting repair completion and approved by final qc as of 17-sep-2021.